Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered at unspecified process steps prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2018-07532. All investigation activities will be captured under report 1416980-2018-07532.